Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, during the night the sensors' inaccurate reading triggered the insulin pump to go into threshold suspend. Her blood glucose was 150 mg/dl and sensor reading was 60 mg/dl. Customer only has the feature on at night because she doesn't want the device alerting during the day. Customer declined troubleshooting as she had other ernes to do and would call back. The sensor is not returning for further analysis.